Manufacturer narrative:
On (B)(4) 2010, bci field service engineer (fse) found the waste evac-line free from electrolyte injection cup (eic), which caused the leak. Fse reconnected the lines and cleaned the flow-cell with 10% bleach flush fse replaced the chloride and sodium electrodes.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leak from the rear of the synchron cx9 alx clinical systems. No injury was reported.